Manufacturer narrative:
The service provider provided the evaluation report on (B)(6)2021 . Three used administration sets (bx70071d lot# 1811011) were returned from the customer and tested. Leaking below the drip chamber was observed. The reported issue was confirmed.

Event description:
On ((B)(6)2020, a user facility representative reported a complaint that "an administration set model n/a lot # also n/a is leaking right below the drip chamber. This happened three separate times and one of the sets is being discarded." A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was saline and iron sucrose. The contract manufacturer of the affected device is podo xingda (B)(6) medical co. Ltd. This complaint was determined as reportable during a retrospective review performed in sepetember 2022. This MDR is being submitted as part of remediation actions.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2022-00040).

Manufacturer narrative:
Correction: remove "this complaint was determined as reportable during a retrospective review performed in september 2022. This MDR is being submitted as part of remediation actions." In b5 of the initial MDR report #3006575795-2022-00040 . Additional information: MDR report #3006575795-2022-00040 was submitted september 30, 2022, for complaint 2022v-022. MDR report #3006575795-2022-00040 was submitted to document an individual incident of the three (3) submitted under a single MDR report #3006575795-2021-00002, complaint #2021v-005.